Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device after an endovascular aneurysm repair. The lcfa anterior wall was not calcified. Reportedly, a posterior cuff miss occurred, the device was removed from the patient over the wire. After proglide removal and while the wire was in place the scrub assistant compressed the artery and a hematoma resulted. A second proglide was attempted to be deployed in the lcfa but an anterior cuff miss occurred. The second proglide was removed over the wire and an 8 fr sheath was placed. At that point it was determined to achieve hemostasis placing a 10 fr sheath. The 8 fr sheath was removed. It was indicated that when the 10 fr sheath was placed the hematoma worsened. The 10 fr sheath was left in the groin for approximately 2 hours, followed by manual arterial compression with good results. The hematoma stabilized and pedal pulses were present. The hematoma at time of discharge from the procedure room was 6-8cm, with bruising. The physician is in-training and correctly deployed both proglide devices under supervision and guidance of the abbott clinical specialist; who noted the physician's technique was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The second perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The device was initially reported to be returning; however, the device was not returned. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.